Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report g4 section was incorrect, which has been updated in this report. In previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative.